Manufacturer narrative:
Isi has not received the vessel sealer extend for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the logs was performed. Per the review, the following was confirmed: system serial # (B)(4), event date: (B)(6) 2022 and procedure name/category: sigmoid colectomy. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the customer received a "sealing malfunction" message, and it was unknown if a fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument received a ¿sealing malfunction¿ error message. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was not present during the malfunction. There was no patient injury and there was a procedure delay.